Manufacturer narrative:
Product analysis: visual examination confirmed approximately 4mm of the instrument tip has been broken off and not returned for analysis. Optical inspection of the fracture surface revealed a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Material hardness confirms conformance to print specifications. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent implants removal surgery due to completion of bone union. Intra-op, while removing the pedicle screw, tip of the driver broke. The procedure was then completed by using another driver. No fragment of the broken driver remained inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.